Event description:
It was reported that during meniscus repair surgery, the ultra fast fix implants were deployed simultaneously. The procedure was completed using a backup device but it is unknown if there was any delay. The patient outcome is unknown. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72201491 curved ultra fast-fix assembly devices used in treatment, was returned for evaluation. The information provided states: ¿during meniscus repair surgery, the ultra fast fix implants were deployed simultaneously¿. Visual assessment showed depth limiter cut to surgeon¿s desired length. The delivery needle was bent. T1 and t2 remain on the delivery needle. An exact root cause cannot be determined, however factors that may affect device functionality include: excessive force and proper use of device. The instructions for use states device, ¿do not bend delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found. Further investigation is not warranted at this time.